Event description:
On (B)(6) 2010, the pt was treated for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. It was noted that the aortic neck angle exceeded 60 degrees, and there was significant calcification on the left wall in the proximal seal zone. On (B)(6) 2011, an intervention occurred to treat a proximal type-1 endoleak. A gore excluder aaa aortic extender endoprosthesis was placed. Final angiography revealed no evidence of endoleak. The pt tolerated the procedure well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) indicates that the proximal aortic neck angle should not exceed 60 degrees. The IFU further states that complications which may occur and/or require intervention include, but are not limited to, endoleak.